Manufacturer narrative:
Age or date of birth: other- planned intervention. Product identifier is unknown, hence 510k# is not available. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Radiographic image review stated that in the provided intraop x-rays, there is a fractured screw at s1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient previously implanted with a screw in a normal spinal degenerative fixation at 4 levels. It was reported that the screw broke. The patient experienced pain. The event led to/ extended patient hospitalization for reintervention to remove the broken screw. No further complications were reported/ anticipated.

Manufacturer narrative:
A2: updated patient age a4: updated patient weight b2: updated outcomes attributed to adverse event b5: additional event details d2: updated FDA product code d4: updated product identifiers d6a: updated explant date additional annex f code post device explantation g4: updated 510k# h6: updated eval. Code method as customer refused to return the product medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient previously implanted with a screw in a normal spinal degenerative fixation at 4 levels. It was reported that the screw broke. The patient experienced pain, but neither the patient nor the doctors knew that the screw was broken. The event led to/ extended patient hospitalization for reintervention to remove the broken screw. The patient achieved solid fusion. The date of implant was (B)(6) 2021 and the date of explant was (B)(6) 2022. No further complications were reported/ anticipated.